Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device recorded an alert for out-of-range right ventricular (rv) lead pace impedance measurements; tones were also reported from the device. The patient was advised to see a cardiologist in their area as they are living abroad. The patient was seen by a local practitioner who advised there does appear to be a lead issue though no specifics were provided. It was also stated that the patient would not require additional follow-up prior to their expected return to the united states in the coming weeks as there has been no reported impact to therapy. No adverse patient effects were reported. This system remains in service.